Manufacturer narrative:
The device was received for evaluation. Visual inspection by the naked eye found that the product was wet. A small greyish particulate matter was found in the blood side of the product. The reported condition was verified. An infrared analysis of the particulate matter was performed; however, the infrared spectrum did not provide a clear indication of the type of material, therefore a definite statement could not be made about the material. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before treatment with a revaclear 400 dialyzer, foreign matter was observed in the set. The set was replaced and a new product was used to continue treatment. There was no patient involvement. No additional information is available.